Manufacturer narrative:
Upon receipt of additional information, it was determined that zimmer biomet does not hold reporting responsibilites for this product. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that zimmer biomet does not hold reporting responsibilites for this product. The initial report was forwarded in error and should be voided.

Event description:
It was reported the offset reamer knuckle junction sheared off. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device has not returned to manufacturer.